Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: visual inspection: the sky cam tightener shaft (p/n: 286840000, lot number: nw207085 ) was received at us cq. Upon visual inspection, both the tips of the shaft were observed to be twisted. No other issues were identified with the returned components of the device. The observed issues are consistent as end of life indicators for the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number nw207085 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 26apr2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the three screwdriver tips were worn which made torque fixation of the skyline implant impossible. There was no reported patient involvement. This report involves one (1) skyline anterior cervical plate system cam tightener shaft. This is report 1 of 4 for (B)(4).